Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the alert had tripped for out of range low impedance on the atrial lead. It was also reported that prior to and since the alert, the atrial lead impedance has been steady and within the normal range. The lead remains in use and will be monitored by the physician. No patient complications have been reported as a result of this event.